Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Out of the packaging. Was the plastic portion of the cartridge damaged? Unknown. Was the metal cartridge pan separated from the plastic portion of the cartridge? Unknown. Did any piece break off of the device? Unknown.

Manufacturer narrative:
(B)(4). Date sent 2/11/2026 d4 batch # unk d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did any piece break off of the device? If yes: did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure open the packing and noted the cartridge damaged. No additional information can be provided.